Manufacturer narrative:
The field service representative checked the analyzer and performed proactive preventive maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e 411 rack. The patient's initial hcg result was not reported outside the laboratory. The customer performed repeat testing on the same cobas e 411 rack as well as sending the sample to an external laboratory. The external laboratory tested the patient's sample on a cobas 6000 e 601 module. At 16:06, the patient's initial hcg result was 0.839 miu/ml. At 16:33, the patient's first repeat hcg result on the same e 411 rack was 939.7 miu/ml. At an unknown time, the patient's second repeat hcg result at the external laboratory was 941 miu/ml. The hcg reagent lot number was 516539 with an expiration date requested but not provided.